Event description:
According to the available information, the prosthesis was not working and leaking fluid from the connecting tube of the pump and left cylinder.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.